Event description:
No additional information has been provided.

Manufacturer narrative:
Device evaluation: initial visual inspection of the returned nail reflected a deep cut on the distraction rod exposing bare metal . The in-house x-ray was not able to determine any mechanical disparities that would prevent the device from functioning as intended. Functional testing was performed and the device performed as expected; the device was able to be retracted and distracted and passed force testing. It was noted that the device was very warm to the touch after testing was completed. It was also noted that the nail would distract very slowly when using the fast distractor. The device was then sectioned using a lathe and a visual inspection of the internal components was conducted. It was observed that the gear train was not properly lubricated. Based on the investigation, the reported failure to distract was unable to be confirmed as the nail passed all production acceptance tests. There was an alternative observation that the nail distracted slowly and would warm up after long periods of distraction. Upon sectioning the nail, it was found that the nail had insufficient amounts of lubrication. Device record review: a review of the device history record (DHR) indicates the device was manufactured by the specified requirement at the time and met all of the required inspections prior to shipment.

Manufacturer narrative:
The device has been returned and is pending evaluation. The root cause cannot be confirmed at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the nail did not lengthen intra-operatively during external remote controller (erc) testing at the end of the procedure. The nail was removed and tested on the back table with no change. The procedure was completed using a new nail.